Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm placement, implanting a damaged neurostimulator and inadequate fixation have been ruled out as potential root causes. Additionally, severe force applied to the implant (patient fall, accident), excessive twisting or stretching, implanting the device too superficially, and the patient having contraindicating conditions have been ruled out. However, the commercial team member noted the coil was likely too large for upper extremity placement. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion and an explant procedure was performed on (B)(6) 2025. No further issues have been reported.